Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date - 06/2007, inratio - 2.9, lab - 10.0, mean - 6.45, confidence limits - cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Patient was given vitamin k. This is adverse event. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 06/2007, inratio: 2.9, lab: 10.0.